Event description:
It was reported there was oversensing and noise on the right ventricular pace/sense lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693158 implantable tachy lead, implanted: (B)(6) 2005; d314vrg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; 6996sq41 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).